Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced high blood glucose levels on (B)(6) 2026 for more than four hours which was treated with bolus via pump and changed the infusion set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.